Event description:
Related manufacturer reference number: (B)(4). It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The pacemaker was explanted prophylactically with no known malfunctions. Device interrogation revealed noise, failure to capture and fracture on the right ventricular (rv) lead. On (B)(6) 2024, physician elected to cap and replaced the rv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: for h6 for lead coding not ICD coding.